Event description:
Customer reports receiving erratic readings on their freestyle flash blood glucose monitor. In blood glucose tests, customer received readings of 34 mg/dl and 358 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in valves to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.